Manufacturer narrative:
The affected device was tested by dräger service, and the logbook was available for analysis. A complete functional test showed no device malfunction. The logbook shows that the device successfully passed the self-test on the morning of the incident. Ventilation was started at 11:15 a.m., and the next user interaction took place at 12:07 p.m. During the subsequent ventilation, various alarms occurred regarding high airway pressure, low airway pressure, high minute volume, low minute volume, and insufficient o2 supply pressure. The next time user interaction with the device was at 1:25 p.m., and an alarm reset was recorded at 1:31 p.m. Based on the logbook entries, no user responses to the alarms can be seen up to this point. There is no indication of a technical error in the logbook. In the event of a technical problem, the device would alert the user acoustically and visually, thus informing them of an existing malfunction. If the ventilator completely loses function, ventilation is stopped and the safety valve opens, allowing the patient to breathe spontaneously. To continue ventilation in such a case, an alternative device must be used. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during the placement of a central venous catheter, it was noted that the patient was not being ventilated through the device. There was no chest movement of the patient. There was no alarm from the device. The patient then became bradycardic and required resuscitation and had to be ventilated manually. After successful resuscitation, the device was put back into operation and showed no abnormalities.

Event description:
It was reported that during the placement of a central venous catheter, it was noted that the patient was not being ventilated through the device. There was no chest movement of the patient. There was no alarm from the device. The patient then became bradycardic and required resuscitation and had to be ventilated manually. After successful resuscitation, the device was put back into operation and showed no abnormalities.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.